Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient had a seizure and then suddenly felt pain in her back, could not straighten up, and experienced an onset of mumbling. There was also a loss of stimulation and the patient stated that it was unknown how long stimulation was off, but she experienced a return of symptoms today when she was doing some mild exercises. The patient was going to check the implantable neurostimulator (ins) with the patient programmer, but received a depleted battery screen; the patient programmer batteries were replaced and the patient was able to interrogate the ins. The patient used the patient programmer confirmed that stimulation was off so she turned stimulation back on. Ten days later the patient reported that her ins was off due to "this guy had a recharger and had pushed a button on it that turned off her ins". The ins was again interrogated wi th the patient programmer and a low ins battery message was displayed. The patient stated that it takes her 3 hours to charge as she has difficulty charging due to the ins wobbling / being loose from her having seizures. The patient stated that her seizures have resulted in broken bones, bruising on her arm from the elbow to wrist, and stress. It was confirmed that the patient was getting 4 coupling bars and the first section on the ins battery was blanking; the ins was fully charged. The possibility of the patient receiving a primary cell ins instead of a rechargeable ins was discussed so the patient was redirected to her health care provider (hcp).

Event description:
Additional information received from the patient reported that the patient has indigestion and has been choking/spitting up food, along with a heart murmur and shaking for 2 days after seeing their family members fight as of about a month prior to date notified. It was stated that the patient was in a rehab facility for "it" and reiterated that the patient had seizures/broken bones, but the current issue is with their foot and knee with a potential knee replacement needed from a fall. The patient also noted that their friend told them they "didn't look right" before the fall. Their previous ins was also replaced due to normal battery depletion, and it was inquired how to turn the ins on as it was currently off following recharging issues. The ins was then turned on and showed to be at 25%, with the patient nothing they had felt a tingling if the ins was turned on or off but that has weakened with their latest ins compared to the first.

Manufacturer narrative:
Concomitant product(s): product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v020895, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v020895, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
A consumer reported they had a seizure on (B)(6) 2015 and other seizures in (B)(6) 2015. During the seizures the patient hurt their neck and the middle of their back. The patient's indication for use is epilepsy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.